Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to remove sensor and try a new sensor with same transmitter, which was unsuccessful. Patient's father was then advised to remove sensor and try a new sensor with new transmitter, which was successful. No additional patient or event information is available.